Event description:
It was reported that the patient's entire implantable neurostimulator system was explanted so that the patient could have a MRI of the hip performed. The hip issed was unrelated to the device system and therapy. A possible replacement of the patient's hip was also contemplated. Since having the system explanted, the patient's pain level was about "one-tenth" of the level experienced prior to the explantation. The patient no longer needed a cane or walker to move around. It was suggested that much of the patient's pain was created by the neurostimulator irritating nerves, due to the placement of the device. The stimulation provided by the device system did help much of the patient's pain. But, it was also the source of some additional pain. There were no plans to reimplant another device system as of the date of this report. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead model 39565 lot# n120109006 implanted: (B)(6) 2007 explanted: (B)(6) 2011; extension model 3708140 lot# njb022200v implanted: (B)(6) 2007 explanted: (B)(6) 2011; extension model 3708140 lot# njb022807v implanted: (B)(6) 2007 explanted: (B)(6) 2011; recharger model 37752 lot# nka033145n.

Event description:
Additional information received reported the physician contacted regarding this event did not have record of the suggestion that much of the patient's pain had been created by nerve irritation due to device placement. The only event regarding the neurostimulator that the physician's office had record of was the device implant.